Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient stated they had incidences where they almost ended up in the hospital because they could not rely on the dexcom system due to issues they were experiencing. Date of issue is an approximation. No additional patient or event information is not available.